Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had an image problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage, objective frame dents on distal edge, objective lens cracked, outer tube bent and dented, cable cut on light guide cable, and video connector cracked on all side of video connector. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by an image issue due to a blurry image resulting from cracked objective lenses. Additionally, for the following findings: distal fiber breakage; dents on the distal edge of the objective frame; a cracked objective lens; a bent and dented outer tube; a cut light guide cable; and cracks on all sides of the video connector; a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.